Event description:
Reportedly, the lead was implanted on 11 october 2023. 7 days post implantation (18/10/2023), an x-ray examination showed that the right ventricular lead pulled into the ventricle (position change). According to the physician it was probably due to the poor fixation of the suture sleeve, and no sufficient slack has been left for respiratory and arm movements/tension. No abnormalities in the measured values were noticed or measured, and the patient had no subjective symptoms. However, to avoid the possibility of future dislodgement, a re-intervention for re-positioning was performed, and appropriate lead deflection was confirmed, and the procedure was completed. The x-ray pictures could not be obtained from the hospital due to privacy reasons.

Manufacturer narrative:
Device history report (DHR) analysis shows that the unit related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported event. As reported, the subject lead was re-positioned during a re-intervention. It should be noted that the reported event may be attributable to external factors that are independent of the lead characteristics, such as physician technique as it was pointed out in the event description by the physician or physician preferred implant site. These issues are well-known potential complications associated to such implantable devices and are discussed in the device instructions-for-use and published in literature. A lead issue is not suspected to be related to the reported problem. This case is retained and utilized for trending purposes. For more details, please refer to the attached report analysis.